Event description:
The technician alleged that the bed will not go into reverse trendelenburg position. No pt impact.

Manufacturer narrative:
The tech replaced the reverse trendelenburg knob to resolve the issue.